Event description:
It was reported that the patient was unable to enter MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.